Manufacturer narrative:
Follow up 03-feb-2016: follow-up attempts were done with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced rash, which recovered after inserts removal. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash and hives that resolve after device removal. In this particular case, consumer stated her rash appeared 12 hours after essure insertion and resolved with devices removal. Considering this positive temporal relationship and dechallenge, causality with the suspect insert cannot be excluded. Additionally, non-serious events were reported. Since essure removal was required (intervention implied), this case was regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (mw5043069) in (B)(6). She had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for permanent birth control. Consumer reported that within 12 hours of receiving essure, she broke out in hives and rash that continued to worsen over 2 weeks. She tried creams and other medications to relieve and eliminate the rash and nothing worked. The doctor who did the procedure said that a removal of essure could be tried, but if he was not able to remove them, she would have a hysterectomy. However, on (B)(6) 2010 physician was able to remove the coils and within 12 hours of having them out, consumer's rash went away. Product technical complaint (ptc) investigation result received on (B)(6) 2015: (B)(4) final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 05-aug-2015 no new clinical information provided.. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced rash, which recovered after inserts removal. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash and hives that resolve after device removal. In this particular case, consumer stated her rash appeared 12 hours after essure insertion and resolved with devices removal (intervention performed approximately 3 weeks after essure placement). Considering this positive temporal relationship and dechallenge, causality with the suspect insert cannot be excluded. Additionally, non-serious event hives was reported. Since essure removal was required (intervention implied), this case was regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow up information (consumer general questionnaire) received on 21-oct-2015: the consumer was (B)(6) at time of the essure procedure. She had no previous gynecological problems or procedures, she had no concurrent conditions. She had a miscarriage 2 months before essure insertion. No hsg (hysterosalpingogram) was done to confirm the devices placement and no back contraception was used after essure insertion and before the confirmation test. She experienced rash and was treated with steroids; no hospitalization was required. The consumer reported that nothing helped to relieve the symptoms. The consumer had allergy test and blood work done. In (B)(6) 2011 (discrepant information provided), the devices were removed. The removal was performed via laparoscopy, no hysterectomy or salpingectomy was necessary. The pathology results showed redness and inflammation. The patient recovered from the removal procedure and recovered from her symptoms. She stated that essure caused or contributed to the issues; she developed the symptoms as soon as the device was inserted and went away right after it was removed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced rash, which recovered after inserts removal. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash and hives that resolve after device removal. In this particular case, consumer stated her rash appeared 12 hours after essure insertion and resolved with devices removal. Considering this positive temporal relationship and dechallenge, causality with the suspect insert cannot be excluded. Additionally, non-serious events were reported. Since essure removal was required (intervention implied), this case was regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit.